Event description:
This is a sterile surgical table cover - when opened and unfolded over table, the inner lining of the table cover was noted to have a hole, compromising the integrity of the drape and sterile field. The issue was identified, the cover removed and replaced prior to proceeding - did not reach the patient or cause harm but potential harm had the compromise not been identified and the scrub had proceeded with table set-up and the surgery initiated. Manufacturer response for custom minor pack, (brand not provided) (per site reporter). Product concerns working with medline to monitor any trending of this issue.